Event description:
A report received from the USA stated the top liquid crystal display (lcd) of an 840 ventilator was blank. There was no pt involvement.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping upper/lower displays to see if the symptom follows. The customer reported to have ordered the lcd panel and is awaiting the arrival to complete the repair. (B)(4).